Manufacturer narrative:
This report is submitted on april 10, 2018, (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.